Manufacturer narrative:
(B)(4).

Event description:
The customer's son reported not all of the segments of the result display of the meter were visible. While troubleshooting with technical support, he performed a check of the display and stated he saw "backward l's" in the middle of the screen. There was no allegation of an adverse event. No action or inaction was taken because of issue with the meter display. The meter was requested to be returned for further investigation.

Manufacturer narrative:
As no product was received from the customer, further investigation could not be performed and a specific root cause could not be determined.